Event description:
The service report shows that while performing a routing preventative maintenance service the nellcor puritan bennett customer support engineer (npb cse) noted that the ventilator did not alarm when a power loss condition was produced. The npb cse replaced the mother board pcb. The unit passed its performance verification. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.